Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedance. Upon troubleshooting performed, it was noted that the only vector that returned in range values was the ra-can one, which indicates a lead issue. The rv lead remains in service at this time and technical services (ts) provided further recommendations. The rv lead is a non-bsc product. No adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).